Manufacturer narrative:
Visual inspection and functional testing were performed on the returned device. The reported balloon rupture was confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported balloon rupture appears to be related to operational context. There was no leak noted during preparation, which suggests a product quality issue did not contribute to the reported difficulties. In this case, it is likely that the balloon interacted with the heavily calcified anatomy such that the balloon became damaged and subsequently ruptured during inflation. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a heavily calcified and 85% stenosed lesion in the superficial femoral artery (sfa). A 4x200mm armada 18 balloon dilatation catheter (bdc) was prepared and advanced to the lesion with no noted issues; however, during the first inflation attempted the balloon was noted to rupture at 8atms. The bdc was replaced with a new armada 18 bdc and the procedure was completed. There were no adverse patient effects nor clinical delay reported. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.